Event description:
Caller reported patient was experiencing health concerns; a stomach ache and sickness. Caller stated patient went to her hcp on (B)(6) 2014 and was given medicine, but later on she felt very bad and vomited. Caller reported the patient's mother called the ambulance and the patient was taken to the hospital where the pump was disconnected. Caller stated the patient had ketoacidosis and was pre-coma with a blood glucose level of 630 mg/dl; was treated with insulin via perfusor. Caller reported the patient remains in the hospital but is feeling better. No product return requested, the pump was lost at the hospital.

Manufacturer narrative:
The event occurred in (B)(6). Device is unavailable for return.

Event description:
Caller reported patient was experiencing health concerns; a stomach ache and sickness. Caller stated patient went to her hcp on (B)(6) 2014 and was given medicine, but later on she felt very bad and vomited. Caller reported the patient's mother called the ambulance and the patient was taken to the hospital where the pump was disconnected. Caller stated the patient had ketoacidosis and was pre-coma with a blood glucose level of 630 mg/dl; was treated with insulin via perfusor. Caller reported the patient remains in the hospital but is feeling better. No product return requested, the pump was lost at the hospital. The device was later found and has been returned.